Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and moderately calcified distal right coronary artery. A 32 x 4.00 promus premier¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. When the physician tried to retrieve the device back into the guide catheter, the proximal edge of the stent bumped onto the tip of the guide catheter and the proximal edge of the stent was deformed. The device was completely removed by simply pulling back out and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The tip od was measured which is within specification. The stent damaged at its proximal end. The struts on the two most proximal rows were raised and bent in the direction of the devices tip. This type of damage is consistent with the stent meeting resistance during the removal of the device from a guide catheter. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur". (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and moderately calcified distal right coronary artery. A 32 x 4.00 promus premier¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. When the physician tried to retrieve the device back into the guide catheter, the proximal edge of the stent bumped onto the tip of the guide catheter and the proximal edge of the stent was deformed. The device was completely removed by simply pulling back out and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.